Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels of 500mg/dl. Insulin pump had insulin flow block alarm. Customer was assisted with troubleshoot and insulin was not exited. The product will not be returned be for the analysis.

Manufacturer narrative:
Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. (B)(4).